Event description:
Chief tech (CT) reports 3 incidents of fistula needles leaking at the hub on 3 different occasions. These occurred while the pts were being cannulated. CT stated that there was no pt injury or medical intervention associated with these incidents.